Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported that when punctured after priming the inside of the tube for safe step use, the needle tip did not go all the way in, but the disk gradually fell out, and the needle was removed because it felt uneasy to use. The product was discarded without product storage. There was no reported patient injury. No other information was provided.